Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was further reported that the lead was "capped/not usable". Follow-up determined that there was very low impedance and failure to capture. No patient complications have been reported as a result of this event.